Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an opened wound under the lifevest equipment. Patient described the area as bleeding, raw, with yeast under their breasts. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a powder for the skin irritation. Follow up indicated that the skin irritation improved.